Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged that they could smell smoke. Patient quickly turned the machine off, checked the hose and it was fine, as they turned it back on there was smoke coming out the heating plate area. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.